Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank display, missing segment or partial display anomaly were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that the part of insulin pump screen was showed a black screen like there was black space. Customer stated that there was rainbow color on the screen of insulin pump, customer was noticed this while calibrating the sensor. Customer was used battery as per guidelines. Insulin pump was not dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.